Manufacturer narrative:
Caire is attempting to have the unit returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The patient was at home smoking while using a visionaire oxygen concentrator. The patient was hospitalized.